Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: oh, s., et al. Safety and feasibility of single-incision robotic totally extra-peritoneal repair for inguinal hernia using the da vinci xi platform: a single-center prospective pilot study. Source: https://doi.org/10.1007/s10029-024-03188-5 field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. No median or mean age was provided for the whole cohort. The mean age of the male group was 60 years, and 65 years for the female group.

Event description:
A review was performed of a literature article that discussed the safety and feasibility of single-incision robotic totally extra-peritoneal repair (tep) for inguinal hernia using the da vinci xi platform. The article involved a single-center prospective pilot study. The article noted that during these da vinci surgeries, 2 patients sustained intraoperative hernial sac tears. These two patients underwent sac ligation at the proximal portion of the torn sac. No additional suturing was required. There were no post-operative complications reported. The article concluded that for uncomplicated inguinal hernias, single-incision robotic tep using the da vinci xi platform can be selectively and safely attempted. There were no specific da vinci device malfunctions reported, nor the author alleged that isi products caused or contributed to any adverse event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.